Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2015 with the following findings: a review of the pump alarm history showed cs 064 call service alarms due to occlusions during the prime step. During testing, the pump performed the rewind, load and prime steps performed successfully and was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms occurring. The pump case was removed and there were no intermittent conditions or moisture found inside the pump. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.